Event description:
It was reported that a lead break was observed during a surgery performed to replace a patient's generator due to battery depletion. The lead was replaced at the same time as the generator on (B)(6) 2015. The explanted devices will not be returned to the manufacturer for analysis as they were discarded by the facility. No patient adverse event was reported. It was reported that x-rays were taken in the facility and no lead break was observed. Those x-rays will not be provided to the manufacturer for review. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays were taken in the facility and no lead break was observed.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.